Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead was observed to have blood ingression. The analyst noted there is a proximal conductor fractures at 17 cm. The outer insulation has been breached at 16.7 cm. There is distorted distal conductors in the window of the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. It was noted that there were wide swings in impedance over last year, with a lower overall trend. A lead insulation issue was suspected. There was oversensing noted, with noise detection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.